Manufacturer narrative:
The device was received at the manufacturing site and the complaint was confirmed. Internal components were evaluated which revealed the presence of debris/fibers in the collet sleeve.

Event description:
It was reported by the customer that during a procedure, the drill continued to operate even when not activated. There was no medical intervention and no delay in the procedure reported with this event.